Manufacturer narrative:
H6: investigation summary a 10037031 product was not available for investigation; however the customer has indicated that they observed occlusion when attempting to prime the device and that this was observed on three devices. The details of this feedback were forwarded to the manufacturing site for investigation. The correct lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 3 bd alaris¿ smartsite¿ gravity burette sets were blocked after being primed. The following information was provided by the initial reporter: "three items of the same product were reported to be faulty. Lines can be primed but will not flow thereafter. Syringe used to manually aspirate but to no avail. Completely not flowing at all,"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is hanscent. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. The reported lot# h370100370311 was not found for the reported catalog# 10037031. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd alaris¿ smartsite¿ gravity burette sets were blocked after being primed. The following information was provided by the initial reporter: "three items of the same product were reported to be faulty. Lines can be primed but will not flow thereafter. Syringe used to manually aspirate but to no avail. Completely not flowing at all,".